Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The following parts were replaced: anesthesia delivery board, anesthesia control board harness, vent engine harness, ribbon cable, and consolidated ventilator interface board harness. Patient information could not be obtained due to country privacy laws. (B)(4). Initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, mechanical ventilation stopped. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.